Event description:
It was reported that a spectrum pump displayed the air in line message. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The eval confirmed (through the history log) but did not reproduce the air in line alarms. Eval found the lower reading on the ultrasonic sensor to be low, caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced. See scanned page.